Manufacturer narrative:
Conclusion: anticipated procedural complication. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. The risk of patient complications are known and anticipated complications to these types of procedures and the directions for use note that the patient complications include but are not limited to those listed. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that the patient suffered an asymptomatic occlusion of a small frontal branch that the physician related to the coils implanted to occlude the aneurysm and to the aneurysm itself. The event was resolved the same day with no residual effect. No other information was provided.